Event description:
Device 1 of 3. Reference MFR report #1627487-2014-12262, 12263. It was reported the pt lost stimulation coverage in her established pain pattern and was receiving unintended stimulation in her ribs and legs. Diagnostic testing revealed no anomalies. The physician explanted the leads. The physician attempted to place a new lead but was unable to steer the lead due to pt anatomy. The physician elected to explant the ipg and abandoned the procedure.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.